Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. The suture was broken during use. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The ends of the suture segments were cut or brittle breakages. The suture was significantly degraded, but no packaging was provided to determine if the degradation was related to product packaging, so a complete examination was not possible.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.